Event description:
It was reported to boston scientific corporation in early 2007, that a hydra jagwire guidewire was used during a kystotomy procedure performed the first week of the month (patient age, gender and weight are unknown). According to the complainant, during the procedure, the external guidewire jacket peeled. Procedure completed with another of same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
No consequences or impact to patient. Peeling. The device was returned and evaluated for the reported failure. The visual evaluation of the returned unit found damage to the ptfe sheath. The evaluator noted that a tear existed in the ptfe sheath, which exposed the inner wire, approximately "31 to 33cm from the dream end." No visual defects to the guidewire were evident, suggesting that "procedure and possible clinical factors may have contributed to this event." The complaint, as reported in the event details, has been confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot.